Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Correction: this is a duplicate submission of MFR#6000034-2013-02137, all additional information will be reported under MFR #6000034-2013-02137. This report is filed january 21, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.